Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. Two 5.00mm/2.0cm/135cm peripheral cutting balloon and a 4.00mm/1.5cm/140cm small peripheral cutting balloon were selected for use. During the procedure, it was noted that the devices could not cross the lesion. Furthermore, balloon rupture occurred with all three devices. Physician's comment was "it was difficult to cross because there was a calcified lesion, but three devices of pcb were used and a balloon rupture has occurred on three devices." The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.